Manufacturer narrative:
This information was previously reported on MDR #1828100-2015-00266. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during the repair of MDR # 1828100-2015-00266, he found water leaking when the cardioplegia (cpg) pump of the cooler heater unit was on. There was no patient involvement.